Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump (B)(6) was not returned for evaluation. Two (2) controllers (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the returned device passed visual inspection and functional testing. An internal visual inspection of (B)(6) did not reveal any anomalies. Visual inspection of (B)(6) revealed contamination within power port 1 and power port 2 connectors. This is an additional finding not related to the reported event and the most likely root cause of the observed contamination can be attributed to the handling of the device. Visual inspection of (B)(6) also revealed damage to the power port 1 connector. The damaged connector did not allow a power source to properly connect to the controller. Functional testing of (B)(6) revealed that the no power alarm sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was slightly swollen. After the battery was replaced, the controller¿s internal battery performed as intended. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event date. Log file analysis associated with (B)(6) revealed a controller fault alarm logged on 10/aug/2023 at 07:44:55, indicating an issue with the internal battery. This was followed by a controller power up with a motor start event logged at 07:57:58. The controller was powered down at 07:49:38 and was without power for 8 minutes and 20 seconds. The loss of power most likely occurred during the reported attempted controller exchange. Review of the alarm file revealed an additional controller fault alarm and two (2) subsequent vad disconnect alarms indicating physical disconnections of the driveline from the controller, likely due to the reported attempted controller exchange. In addition, log files associated with (B)(6) revealed that the controller was in use for more than two (2) years. Review of the alarm log file also revealed two (2) low flow alarms at 08:09:44 and at 08:19:14 within the analyzed period. Log file analysis revealed that (B)(6) was the secondary controller. Log file analysis associated with (B)(6) revealed two (2) controller power ups without a pump start event logged on 10/aug/2023 at 08:34:57 and at 09:17:46. This was followed by two (2) vad disconnect alarms indicating the driveline was not connected to the controller and a successful motor start at 09:18:10. An additional vad disconnect alarm was then logged at 09:18:40. These events were likely due to troubleshooting of the controller and/or the reported controller exchange. As a result, the reported event was confirmed. Based on the risk documentation and available information, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, outflow graft obstruction, and poor vad filling. The most likely root cause of the observed damaged power port connector event can be attributed to the handing of the device. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller. Possible root cause of the observed losses of power can be attributed to the disconnection of both power sources and/or to the reported attempted controller exchange. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issu es with controller 2.0. Information received from the site indicated that the patient attempted to exchange the controller and died from unknown circumstances. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: (B)(6) d9: yes, return date: 10-oct-2023 h3: yes dev rtn to MFR? Yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: (B)(6) d9: yes, return date: 10-oct-2023 h3: yes dev rtn to MFR? Yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm due to internal battery end of life. The controller was exchanged and the ventricular assist device (vad) exhibited a vad stop alarm. The patient attempted to exchange the controller and died from unknown circumstances.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0, d4: model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2019 / serial #: (B)(6), UDI #: (B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 22-oct-2018, h5: no, d1: heartware ventricular assist system ¿ controller 2.0, d4: model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2019 / serial #: (B)(6), UDI #: (B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 23-oct-2018, h5: no. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.